Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced due to observed physical damage to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the system board was observed. The device had physical damage consistent with being dropped.

Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.